Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her implant was horrible to recharge. The patient talked to her physician about it and was told it was a little bit deeper and it moves around so she should be patient and keep trying. The patient went into the physician¿s office and he couldn¿t get it to charge either. The physician stated he would replace it but that had not happened yet. No patient symptoms reported.